Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. The cable passed 100t and gbit bench communications testing as well as continuity testing. The tester installed the interface cable in a test imaging system and the system achieved ready. Communication, charging, 2d and 3d imaging are all successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by the mobile view station (mvs) interface cable and the green led cable; these parts were replaced. The replaced parts were not sent back to the manufacturer for further analysis.

Event description:
A medtronic representative reported that the system displayed "frame rates below recommended levels" error message. This issue was discovered during a planned maintenance (pm). No patient was involved.

Manufacturer narrative:
A medtronic representative went to the site to replace the test the equipment. The medtronic representative found an intermittent connection in the mobile view station (mvs) interface (umbilical) cable and the green led cable was not functioning. The medtronic representative replaced the suspect cables and reported the imaging system then passed the system checkout and was found to be fully functional. Investigation of returned suspect green led cable finds that the led light does not illuminate with line power applied. Suspect mobile view station (mvs) interface (umbilical) cable has not been received by manufacturer for analysis.